Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. The trial began on (B)(6) 2024. It was reported that they had communication issue between controller and ens, unable to communicate/connect to controller (no communication/can't communicate).  No trouble shooting was performed. The cause of the issue was unknown. The issue was not resolved and was ongoing. Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency and urge incontinence. It was reported that the patient was experiencing a system error and was unable to retry after the communication error. The patient was advised to please contact the clinician's office for further assistance. Troubleshooting was not performed. The cause was not known. This issue was on going. Additional information was received from the healthcare provider (hcp). The hcp reported that the cause of the inability to communicate was not determined. The hcp stated that it was unknown what steps were/would be taken to resolve the issue as this was their first indication that there was an issue. It was unknown if the issue was resolved and no further action would be taken. In regard to the system error, the hcp stated a cause was not determined. The hcp stated the device was removed. It was unknown if the issue was resolved and no further action would be taken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.